Event description:
In an upper right lobectomy procedure, after the ir45v reload had been fired via an i45v stapler, some bleeding was observed at the staple line. The bleeding was controlled by use of clips and the procedure was completed by means of another device.

Manufacturer narrative:
Patient's age and weight are not known. "999" and "000" are placeholders. The lot number is not known, and so the date of expiration could not be ascertained. The lot number is not known, and so the date of manufacture could not be ascertained. The ir45v reload as well as the concomitant i45v stapler were both evaluated. The reload had been fully fired and showed no evidence of damage. The stapler also met visual and functional specifications. The reported complaint could not be duplicated; and the root cause of the bleeding from the staple line could not be ascertained. (B) (4)